Event description:
Customer's family member called in to check how much her father had bolused before the insulin pump was suspended. Blood glucose reading was 415 mg/dl. The customer's blood glucose had been elevated due to steroids he had been given for various hospitalizations. Assisted with obtaining information from the insulin pump. The customer had been hospitalized for non-diabetic related health reasons. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).